Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device displayed "system fault 36", "difib disabled" and "pacer disable" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.